Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and while the reported issue was not duplicated, a ventilator inoperative code was confirmed in the event log. The device's blower was replaced to address the issue. Additionally, an alarm sound was said to be cracking so the main board was replaced and a check ac power supply alarm was duplicated so the power supply was replaced. Both of which were not related to the malfunction/issue.